Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had an out-of-range distal coil impedance measurement during the attempted implant procedure. The lead was not used.